Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was peeing down their leg and they thought their machine had went off. No further complications were reported or anticipated. [Omitted information from (B)(4) unable to power up patient programmer]